Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. While closing the skin the suture broke. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.